Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley was placed in the patient in the delivery operation room, 5 days prior, when the user attempted to deflate the balloon and failed. The foley was cut outside of the patient and still failed to deflate the balloon. Finally, the genitourinary chief resident assisted to remove the foley via needle stick through the patient.

Manufacturer narrative:
The reported event was found inconclusive due to the way the sample was received. Per the evaluation, the catheter could be inflated and deflated without difficulties while using a needle syringe. Due to the poor condition of the returned sample, a complete evaluation could not be performed. How and when problem occurred could not be determined. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the foley was placed in the patient in the delivery operation room, 5 days prior, when the user attempted to deflate the balloon and failed. The foley was cut outside of the patient and still failed to deflate the balloon. Finally, the genitourinary chief resident assisted to remove the foley via needle stick through the patient.